Event description:
On (B)(4) 2013 it was reported that the vns patient was admitted to a psychiatric hospital for exacerbation of depression/bi-polar disorder. The patient does not believe the vns is working because he doesn't have any voice alteration which he normally does. A battery life calculation was performed which showed 10.06 years remaining until eri = yes however there is a large gap of programming history missing from 2009-present. Good faith attempts for further information have been made to the physician but no additional information has been received to date.